Manufacturer narrative:
The qc recovery was acceptable. There was no indication of a performance issue with the reagent. The calibration was acceptable with no noted alarms. The alarm trace did not show any abnormality. The field service engineer (fse) found that found that the rinse mechanism was overflowing the reaction cells on the vacuum lines. He ran warm bleach water through the valves, cleaned the vacuum line back to the vacuum tank, and removed the vacuum pump. He also confirmed no holes were in the vacuum diaphragms, and cleaned the vacuum pump head valves. The reaction cells were no longer overfilling. The fse performed operational and mechanical checks and the instrument was performing within specifications. Qc was performed and it was acceptable. The service actions (running warm bleach water through the valves, cleaning the vacuum line back to the vacuum tank, removing the vacuum pump, confirming no holes were in the vacuum diaphragms, and cleaning the vacuum pump head valves) resolved the issue. The investigation identified an environmental issue. The cause was due to particulate buildup in the vacuum elbow. No further issues were reported afterward.

Manufacturer narrative:
The na electrode lot number was n4105 with an expiration date of 21-jul-2024. The cl electrode lot number was i9092 with an expiration date of 12-jun-2024. The gluc3 reagent lot number was 71884001 with an expiration date of 30-jun-2024. The ca2 reagent lot number was 73362201 with an expiration date of 30-sep-2024. The chol2 reagent lot number was 72472901 with an expiration date of 31-jan-2024. The bilt3 reagent lot number was 68884501 with an expiration date of 30-sep-2024. The field service engineer (fse) found that the rinse mechanism was overflowing the reaction cells. He ran warm bleach water through the valves and cleaned the vacuum line back to the vacuum tank. The fse also removed the vacuum pump, confirmed no holes were in the vacuum diaphragms, and cleaned the vacuum pump head valves. The reaction cells were no longer overfilling. The fse ran mechanism checks and the rinse mechanism was performing within specifications. The customer performed qc and it was acceptable. The fse did a performance check and the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with multiple assays on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. The affected assays were sodium (na), chloride (cl), glucose hk gen.3 (gluc3), calcium gen.2 (ca2), cholesterol gen.2 (chol2), and bilirubin total gen.3 (bilt3). Na: initial result: 119 mmol/l. 1st repeat result: 140 mmol/l. 2nd repeat result: 135 mmol/l (tested on another c501). Cl: initial result: 87.2 mmol/l. 1st repeat result: 103.9 mmol/l. 2nd repeat result: 105 mmol/l (tested on another c501). Gluc3: initial result: 60 mg/dl. Repeat result: 86 mg/dl (tested on another c501). Ca2: initial result: 7.41 mg/dl. Repeat result: 9.61 mg/dl (tested on another c501). Chol2: initial result: 75 mg/dl. Repeat result: 158 mg/dl (tested on another c501). Bilt3: initial result: 0.62 mg/dl. Repeat result: 0.92 mg/dl (tested on another c501). The initial na result was questioned. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.